Event description:
It was reported that a cartridge alarm 30 occurred. There was no adverse impact to the customer's blood glucose level. The customer had experienced consecutive cartridge alarms, and technical support confirmed the need to replace the pump. Additionally, an agreement for an out-of-warranty loaner pump was discussed. The customer was advised to sign the loaner pump agreement form, allowing for the subsequent shipment of the loaner pump. Customer will continue to use current pump.